Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that guide wire coating issue and tip detachment occurred. Vascular access was obtained via the left brachial approach. The target lesion was located in the gastroduodenal artery (gda). A 300cm straight tip v-14¿ controlwire® was used within an imaging catheter supported with a 6fr long sheath to canulate the inferior mesenteric artery in order to reopen the artery via angioplasty and stenting. Upon removal of the guidewire, the physician noted that the tip of the wire appeared to unravel and was subsequently flushed by the patient's arterial flow into the lumbar artery. The physician also noted that the coating of the wire appeared to completely detach. The physician believed that the detached tip would not create any problem for the patient and was left inside. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.